Event description:
The customer reported a speaker malfunction message. There was no report of any adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction message. There was no report of any adverse patient impact. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.